Manufacturer narrative:
Correction to 'date received by manufacturer' for initial regulatory rep#3004209178-2020-00576. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient was "informed that I need to have lead repositioned or to have the implant replaced". As a result of what was reported, the call center provided the phone number for the patient advocate foundation and redirected them to their healthcare provider (hcp). No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient had called the healthcare provider and were redirected to call the manufacturer as they had not been seen since 2014. It was also reported that the patient did not indicate a problem with their leads on the initial call, they were not sure if the leads were also going to be replaced with the ins in eos. No further complications were reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***